Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the inner gasket fell into the pt. The gasket was retrieved.